Event description:
It was reported that (1) tlc55 was used during an unknown procedure. It was reported by the rep that the device misfired. There was no consequence to the pt. The rep was not present for the case; this info and the surgeon's name is all that was reported. It is unknown how the case was completed. No further info available.